Event description:
It was reported that the programmer would not interrogate a pacemaker. The caller had replaced the radio frequency (rf) head, but the issue was still unresolved. The company representative had to use another programmer to resolve the issue. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; programmer interrogates as expected with no fault found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.